Event description:
It was reported that during an aortic valve replacement procedure, a pre-balloon valvuloplasty was performed due to calcification and a native bicuspid aortic valve. A 22 millimeter non-medtronic balloon was used. With the first 2 ballooning attempts, the balloon moved aortic and did not make much contact with the native valve. With the third attempt, the balloon still moved aortic but had some expansion and apposition with the native valve. Following the ballooning, the delivery catheter system (dcs) was unable to cross the valve. A guidewire exchange for a more supportive wire was made, but this was also unsuccessful for the dcs advancement. The physicians elected to aborted the procedure due to anatomical issues which prevented the dcs from crossing the native valve. The patient was reported as high-risk with multiple co-morbidities and was not a surgical candidate. The patient was stable upon existing the transcatheter valve procedure. Calcified anatomy and a bicuspid aortic valve were reported to have contributed to the event. Later that afternoon, weakness and numbness on one side of the body, speech impairment, and confusion presented. A head computed tomography angiogram (cta) was performed as result. A stroke was reported with complete occlusion of the carotid artery was identified. The patient was transferred to a different hospital for additional care. The following day the patient was moved to hospice with care being withdrawn.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012353778); product type: 0195-heart valves. Product ID: evfxplus-29 (serial: j305348); product type: 0195-heart valves. Product ID: true dilation balloon (serial/lot: unknown); product type: dilation balloon. Product ID: safari guidewire (serial/lot: unknown); product type: guidewire. Product ID: lunderquist guidewire (serial/lot: unknown); product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.